Event description:
As reported by our on-site specialist: customer had a case on (B)(6) 2020 using items above; a burn mark was found on patient after surgery. All items have been tested and were in good condition. Per the customer, the case was a laparoscopic salpingo-oophorectomy. Area on the left side of patients abdomen was noted to appear as "pink with skin sloughed off". There was no damage or burn mark on the drapes and there was no post-op treatment of the "pink marking", only observation.

Manufacturer narrative:
Per the evaluation findings of the telescope: chipped lens-visible debris, scratches on eyepiece, and scratched shaft. The most likely cause of the burn on patient's abdomen is the telescope with an active light cable attached was laid on the patient. When using the light cable with an attachment and laying it on the patient, the light can become occluded at the distal end, resulting in transfer of light to heat. In this case, it is most likely the coupler on the light cable attached to the telescope that got hot and resulted in the burn. Our IFU cautions against laying active instruments on patients without turning the light source to standby.